Event description:
On (B)(6) 2023, a response to a request for additional information regarding the event was received. The issue was noted after the procedure was already completed, nothing fell into the patient, there were no complications as a result of the issue.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the pink colored image was due to a defective cable and a defective charged coupled device unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the device was fuzzy, and this event occurred after the procedure. There was no piece of equipment that fell into the patient and there was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the device displayed a pink colored image due to a defective cable and a defective radio unit. The customer's originally reported issue of device non-functional is confirmed. The following additional findings were also noted: moisture ingress of undetermined origin found in the whole device causing irreversible damage to the charge-coupled device sensor, the tube, and the cable, damaged plan glass on the distal end, and a cut cable. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported that their video telescope video telescope "endoeye hd ii", 10 mm, 30°, autoclavable device was non-functional. Upon inspection and testing of the returned unit, it was discovered that the device displayed a pink colored image due to a defective cable and a defective radio unit. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.